Event description:
This procedure was performed in austria. Nanocross balloon was inserted in fibularis and inflated for 35 seconds. Afterwards the balloon could not be deflated any more. The nanocross balloon was pulled back with aspiration. Strong resistance was noticed and suddenly blood was pulled into the syringe. The balloon was still located in the fibularis. The nanocross balloon was stuck in the valve of the sheath when removed from the patient. Investigation of the returned device on (B)(4) 2013 found that the balloon chamber was separated from the proximal balloon bond.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the catheter shaft was threaded through the hemostatic valve of a (unidentified) guide sheath. The remainder of the guide sheath was not received. The balloon chamber was separated from the proximal balloon bond. The balloon material immediately distal to the separation exhibited a twisted configuration. The balloon material immediately proximal to the distal balloon bond exhibited a bunching of the material. That would significantly increase the functional diameter of the deflated balloon. There was blood residue in the inflation lumen which is consistent with the reported event. The distal fracture face exhibited material deformation indicating a tensile driven, ductile fracture. The two fracture faces were significantly separated from each other indicating that the inner shaft had been stretched during the tensile forces.